Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that there is a chip in the adhesive area between the acoustic lens and the ultrasound probe and the adhesive on the bending section cover (a-rubber) is detached. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that there is a chip in the adhesive area between the acoustic lens and the ultrasound probe and the adhesive on the bending section cover (a-rubber) is detached. Based on the results of the investigation, the most probable causes are possibly due to some kind of stress such as damage or deterioration of parts, electrical problems, environmental temperature problems, and maintenance problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.